Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a biomedical technician (bmt) observed a melted or growth coming out of valve 108 of a 2008t hemodialysis machine. The machine alarmed with a v108 error message. There was no reported patient involvement and it is unknown what state the machine was in when the damaged valve 108 was observed. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A product history review was not completed during the investigation as the serial number was not provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a biomedical technician (bmt) observed a melted or growth coming out of valve 108 of a 2008t hemodialysis machine. The machine alarmed with a v108 error message. There was no reported patient involvement and it is unknown what state the machine was in when the damaged valve 108 was observed. Additional information was requested but was not received to date.